Event description:
It was reported that the caller encountered an error 42 with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and the caller was guided through the reset process. After the reset, the cgm error did not reoccur, and the caller was able to successfully start a new sensor session.